Event description:
The manufacturer received information alleging a ventilator inoperative alarm on a trilogy evo ventilator. The device was not in use on a patient at the time of the occurrence. There was no harm or injury reported.. The trilogy evo ventilator was returned to the third-party service center for evaluation of an alleged ventilator inoperative condition. Review of the device error log revealed multiple ventilator inoperative events had occurred. Ventilator service required alarm error code e-46 was noted and indicates the internal battery cannot be detected. Replacement of the detachable battery during preventative maintenance resulting in confirmation the internal battery was not charging. The device's internal battery required replaced to address this issue. There was a ventilator inoperative code e-155 was noted in the device error log which indicates the machine flow sensor drift was above specification. The machine flow sensor was replaced to address this issue. There was a ventilator inoperative code e-156 noted in the device error log which indicates the therapy central processing unit (cpu) was still running in boot monitor software. The system printed circuit board assembly was replaced to address this issue. During device evaluation, the display printed circuit board assembly was confirmed to be broken and the user interface failed testing. The display printed circuit board assembly was replaced to address the issue. Unrelated to the reportable malfunction/issue, the proximal inline filter and the fio2 return tubing were replaced due to contamination, the fio2 sensor failed during diagnostic testing and was replaced, and error codes in the error log related to motor operation issues prompted the replacement of the blower assembly. As part of preventative maintenance, the muffler and the air inlet foam were replaced. The device passed final testing and was confirmed to operate properly.